Event description:
We sent #8 boxes of flexpens and 35 of the 40 pens were defective. He was unable to dial up a dose and unable to use the pens. He tried 35 pens in 2 days. Dose, frequency & route used: 130 units total per day.